Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a ureteral flexible lithotripsy to treat calculus of the kidney on (B)(6) 2021. The laser console used during the procedure was a holmium laser. During the procedure, after 10 to 20 minutes of use, the accutrac laser fiber connector became hot and burned the physician. The physician received a minor burn and no treatment was required. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a ureteral flexible lithotripsy to treat calculus of the kidney on (B)(6) 2021. The laser console used during the procedure was a holmium laser. During the procedure, after 10 to 20 minutes of use, the accutrac laser fiber connector became hot and burned the physician. The physician received a minor burn and no treatment was required. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber overheated. Block h10: investigation analysis the returned accutrac laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 243.7 cm from the end of the connector to the end of the fiber body. Functional analysis revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. The remainder of the fiber body was not received. No other problems with the device were noted. The reported event was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire, and the fiber connector may be hot to touch. Review and analysis of all available information is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.